Manufacturer narrative:
On 05/26/2016 a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. On 06/02/2016 software investigation completed. Findings are that the site used the application in an off-label way and was unsuccessful. Software functioning as designed. No parts were replaced. No parts have been received by manufacturer for analysis. No further issues have been reported.

Event description:
A medtronic representative reported that, while in a spinal fusion procedure, the surgeon alleged an inaccuracy occurred. The site took an imaging system spin, the anatomy was not centered in the scan and only 1 side of lateral masses were visible, however, the surgeon decided to continue. While navigating with a globus drill bit on the medtronic navlock, the surgeon deemed being inaccurate. The surgeon was accurate with the passive planar. It was noted that the globus drill bit was designed to be the length of the legacy instruments, however, the site had a vertex select tool card added. In trouble-shooting, the navigation system exited unexpectedly. The surgeon opted to discontinue the use of the navigation system and continued the procedure to completion using a c-arm instead. Delay in therapy was one hour before continuing. There was no impact on patient outcome.